Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huwi1377 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- per medwatch, a parent called the facility in the night stating that there was a hole in the hickman when she flushed it. The patient was instructed to come to the hospital for repair, and did not arrive until the day after due to weather and because they live a great distance away from the hospital. Hospital explained that waiting for repair could be a risk; however surgeon ok'd the repair for the next day. Device usage problem: device allegedly failed (e.g. Broke, couldn't get it to work or stopped working). Other pertinent info: incident caused temporary harm to the patient that required intervention. Patient came to the hospital and had her hickman replaced. On 01/07/2016 - facility confirms the device was replaced completely (it was not repaired as initially intended).